Manufacturer narrative:
The MFR did not receive the device, x-rays, or other source documents for review. As no lot number was provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assesment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a pt was cementless implant with a avenir stem (exact catalog number unk) on unk date and was revised on unk date due to stem subsidence (around 1cm).